Manufacturer narrative:
A philips field service engineer went to the customer site and was unable to reproduce the reported issue. The patient simulator was able to prove that the device was able to alarm and the surveillance was able to log the alarm. There was no repair required. The device was tested by two field service engineers. There was no trouble found and cause is unknown. The event is considered reportable based on the customer allegation of alarm delayed. There were no repairs required to the device after testing. The device was put back into service by the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported alarm delay by 15 minutes. The nursing staff stated the monitor did not alarm at 10:31am on room (B)(6) on (B)(6) 2019 when st iii and st avf was greater than the 2.0 mm alarm violation. It was stated that the device alarmed at 10:41 almost 10 minutes later. Patient status is currently unknown.